Event description:
The defibrillation system was implanted on (B)(6) 2017. Reportedly, on (B)(6) 2018, a gradual increase of the ventricular capture threshold, up to 4.5v, was observed. No anomalies were observed on the rv coil continuity trend and no noise on the right ventricular channel was observed. A lead issue is suspected by the physician and a re-intervention is scheduled for (B)(6) 2018. Preliminary analysis results confirmed the reported behavior. Intermittent loss of ventricular capture was also suspected. It could be due to a ventricular lead issue (i.e. Lead positioning issue, lead migration, lead micro dislodgement) and/or the patient¿s physiology.

Manufacturer narrative:
Reportedly, the ventricular lead was replaced. Normal electrical measurements were observed with the new lead.

Event description:
The defibrillation system was implanted on (B)(6)2017. Reportedly, on (B)(6)2018, a gradual increase of the ventricular capture threshold, up to 4.5v, was observed. No anomalies were observed on the rv coil continuity trend and no noise on the right ventricular channel was observed. A lead issue is suspected by the physician and a re-intervention is scheduled for(B)(6)2018. Preliminary analysis results confirmed the reported behavior. Intermittent loss of ventricular capture was also suspected. It could be due to a ventricular lead issue (i.e. Lead positioning issue, lead migration, lead micro dislodgement) and/or the patient¿s physiology.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The defibrillation system was implanted on (B)(6) 2017. Reportedly, on (B)(6) 2018, a gradual increase of the ventricular capture threshold, up to 4.5v, was observed. No anomalies were observed on the rv coil continuity trend and no noise on the right ventricular channel was observed. A lead issue is suspected by the physician and a re-intervention is scheduled for (B)(6) 2018. Preliminary analysis results confirmed the reported behavior. Intermittent loss of ventricular capture was also suspected. It could be due to a ventricular lead issue (i.e. Lead positioning issue, lead migration, lead micro dislodgement) and/or the patient¿s physiology.